Manufacturer narrative:
H.6. Investigation summary: material #: 367841 lot/batch #: 3016623 bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure modes for embedded foreign matter (fm) and missing hemogard closure were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of embedded fm and improper assembly (missing closure). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) blood collection tubes that there was foreign matter in tube; biological and non-biological/missing component of product. The following information was provided by the initial reporter: purchased 367841 has black staining on the test tube cap as well as missing cap, attached are pictures of the product in question.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) blood collection tubes that there was foreign matter in tube; biological and non-biological/missing component of product. The following information was provided by the initial reporter: purchased 367841 has black staining on the test tube cap as well as missing cap, attached are pictures of the product in question.

Manufacturer narrative:
H.6 investigation summary "material #: 367841. Lot/batch #: 3016623. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure modes for embedded foreign matter (fm) and missing hemogard closure were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of embedded fm and improper assembly (missing closure). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."